Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on 01/19/2012. The pump has been returned and evaluated by product analysis with the following findings: during investigation, the rewind, load, and prime sequence was successfully completed. The pump was exercised for 24 hours without duplication of the complaint; no loss of prime warnings were observed. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. The force sensor plate was found to be contaminated. Unrelated to the complaint, a crack was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There is no adverse event associated with this complaint. The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on 01/19/2012.